Event description:
It was reported that the lancet does not retract from the lancet device. No further information was provided.

Manufacturer narrative:
Section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year.